Event description:
The customer observed false reactive alinity I rubella igg results for one female patient who was being monitored for pregnancy. The patient has a negative medical history and is unvaccinated. The discrepant result was not reported out of the lab. The following data was provided: sid (b)(60, initial result 72.5 iu/ml (reactive), repeated 1.9 and 1.9 iu/ml (nonreactive). (Reference range 0.0 to 4.9 is nonreactive, 5.0 to 9.9 is grayzone, = 10.019 is reactive). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p46-32 that has a similar product distributed in the us, list number 08p46, with 510k number k243168. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: sample ID is (B)(6).

Manufacturer narrative:
A complaint investigation was conducted for the alinity I rubella igg reagent lot 73122fz00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Clinical specificity testing was performed using an in-house retain kit of lot 73122fz00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I rubella igg reagent lot 73122fz00.

Event description:
The customer observed false reactive alinity I rubella igg results for one female patient who was being monitored for pregnancy. The patient has a negative medical history and is unvaccinated. The discrepant result was not reported out of the lab. The following data was provided: sid (B)(6) initial result 72.5 iu/ml (reactive), repeated 1.9 and 1.9 iu/ml (nonreactive). (Reference range 0.0 to 4.9 is nonreactive, 5.0 to 9.9 is grayzone, = 10.019 is reactive). No impact to patient management was reported.